Manufacturer narrative:
The device was returned for analysis. The reported shaft kink and shaft break were confirmed. The reported stent dislodgment could not be confirmed as the stent was not returned for evaluation. The reported failure to advance could not be confirmed as it could not be replicated in a testing environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the device interacted with the difficult anatomy during advancement to the lesion causing the reported failure to advance and subsequent stent dislodgement with removal of a foreign body. Additionally, the continued handling and/or manipulation of the device during attempted advancement likely caused the reported kinked shaft and subsequent shaft break. The reported treatments appear to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. E1: facility name, address, phone number.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed, de novo, moderately calcified lesion in the moderately tortuous left circumflex (cx) artery. While advancing the 2.75x15mm xience xpedition drug eluting stent (des) system to the lesion, resistance was noted, the shaft broke outside of the patient, and the stent dislodged. The stent delivery system was removed without issue and the dislodged stent successfully snared. There was no adverse patient sequela or a clinically significant delay in procedure. Access was maintained and another, same size stent was implanted to successfully compete the procedure. No additional information was provided.